Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-08614. (B)(4). Medical products: comp primary stem 11mm mini; item# 113631; lot# 568150. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a shoulder stem was found packaged in an oss stem carton. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned stems confirmed that the label on the box and item within the box were not identical. Dimensional analysis was also performed to confirm this discrepancy. Review of the device history records did not identify any discrepancies relevant to the reported event. As the event occurred during the manufacturing process, the root cause can be attributed to manufacturing deficiency. Corrective action has been taken to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.